Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 44 mg/dl later the same day. The customer was given juice and coke to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as no one knew what to change the customer's settings to. Customer had been off the pump for a week due to hospitalization for an amputation. The insulin pump will not be returned for analysis.